Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the joystick was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported unintended gantry movement during docking. The procedure was completed with no patient harm. Additional information requested.